Event description:
The user facility reported that between 2001 and 2002, there were 55 occurrences of pt reactions during dialysis treatment. However, event specific info was not available. Pts reportedly experienced various symptoms including symptoms including chest and back pain, headache, nausea and vomiting. Some pt's were given benadryl and those with chest pain were given nitroglycerin. No pts were admitted to the hospital. The user facility confirmed that their initial priming set up with 1,000-cc of saline was later increased to 2,000-cc of saline to comply with the recommendation in the IFU. Other pt's in this facility used this product lot without having any reaction.